Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacing impedance had gradually been increasing, and the capture threshold was elevated. The patient was asymptomatic. The physician elected to extract and replaced the lead. The patient was stable following the procedure and will be followed normally.

Manufacturer narrative:
A partial lead with the distal tip measuring 44.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.